Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports circumferential redness to end user peristomal skin with denuded peristomal skin from 300-1100 oclock. Small amount of bleeding noted from the denuded area when they change her wafer. Red and denuded peristomal skin extends outward from her stoma approximately 25mm. They cleanse end user peristomal skin with normal saline and gauze. They apply an eakin cohesive seal to end user peristomal skin. Instructed on crusting with stomahesive powder and protective barrier or water. No wear time established. Instructed on cleansing end user peristomal skin with soap that does not contain lotions; moisturizers or creams. They apply 3m cavilon no sting protective barrier spray to end user peristomal skin. Instructed if area worsens or does not improve to call back for additional instructions. Recommend a medium moldable skin barrier. Spoke to end user son.